Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product catalog no. Based on the additional information received, there is no change to initial determination, no conclusion can be made. Per medical records review, about 5 years post implant of ventralex mesh, patient was diagnosed with mesh deformation, infection, abscess, hernia recurrence and underwent repair with removal of mesh. Per op notes ¿mesh appeared to be unincorporated, crumpled.¿ the instructions-for-use supplied with the device list infection as a possible complication. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: a2, b4, b5, b6, b7, d4 (UDI no.) E3, f12, g1, g3, g6, h2, h6, h10, h11 corrected field: d4 (product catalog no.) Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery for removal and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with symptomatic umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the fascial defect was identified and hernia sac was reduced. A bard ventralex composite circular mesh small was then placed in preperitoneal space and secured to the fascia with sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent persistent umbilical infection thereby underwent open ventral hernia repair with explant of ventralex mesh. Per operative notes, ¿down underneath the infected umbilicus, the mesh appeared to be unincorporated, crumpled and infected in a drainage granulation cavity. The old ventralex mesh was removed, and a biological mesh was then placed.¿ attorney alleged that the patient had abscess, adhesion, pain, hernia recurrence, infection, removal of mesh and emotional injuries.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery for removal and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.